Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to indicate the product model number, serial number and to return the product for analysis. The information has not yet been received by allergan. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event reported as, "port leak - patient had a xr fluoro guide - gastric band injection ... Which indicated a leaking port around the port in the region of the pocket. A leak was detected at the periphery of the rubber area."